Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the customer that, they are returning their unit to elsg for service. The customer reported "steckverbinding des stromanschlusses locker", translation was "patch cord of the power connection loosley."